Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
UDI: (B)(4). Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, the root cause of the reported degeneration cannot be conclusively determined. It is unknown whether this event was related to patient factors. It was noted that the patient required ECMO placement during the initial procedure and was unable to be weaned from the support post-operatively. It is unknown whether this may have caused or contributed to this event. The device was not returned for evaluation as it remains implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a bioprosthetic mitral valve, implanted for 17 days, underwent a valve-in-valve procedure due to severe mitral stenosis secondary to early prosthetic mitral valve degeneration. The healthcare provider believes there was stagnant flow with an inflammatory response. The patient initially underwent CABG and mvr due to mitral valve endocarditis and cad. The patient was weaned from full flow cardiopulmonary bypass. The patient was noted to have increasing pressor and inotrope requirements with decreasing cardiac output . At this point an iabp was inserted. Biventricular failure and cardiogenic shock was suspected and ECMO was initiated. The patient was transferred to the ICU in critical condition. Post-operatively, the patient was attempted to be weaned off mechanical support and was found to have severe mitral valve stenosis. Tee noted low flow in the left atrium and large thrombus in the left atrial appendage. The patient was brought back for operation. Initially, a balloon mitral valvuloplasty was performed to relieve the obstruction by splitting the fused leaflets of the mvr. It improved mobility of one leaflet but the remaining two leaflets remained stuck together, resulting in severe mitral regurgitation. Therefore, it was decided to proceed with tmvr. Tee confirmed correct valve position, trace paravalvular regurgitation, 3mm transmitral gradient, normal leaflet motion, and no evidence of lvot obstruction. Patient was transferred to ICU. On pod #1, ECMO decannulation was performed. The patient tolerated the procedure well and was brought back to the ICU in stable intubated condition. On pod #7, patient had acute hypoxemic respiratory failure requiring prolonged intubation and ventilation. Tracheotomy was performed and patient tolerated the procedure well. The patient remains hospitalized in critical condition.